Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked for a procedure on (B)(6) 2020. According to the complainant, prior to the device packaging being opened, a hair was noticed from the outside of the packaging. It was noted that there was no physical damage on the packaging. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2969 captures the reportable issue of foreign matter. Block h10: investigation results visual examination of the complaint device found that the there was a hair was inside of the original unopened pouch, thereby confirming the reported event. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked for a procedure on (B)(6) 2020. According to the complainant, prior to the device packaging being opened, a hair was noticed from the outside of the packaging. It was noted that there was no physical damage on the packaging. There were no patient complications reported as a result of this event.